Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of february 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of a clearlink system continu-flo solution set broke off into the needleless end of the peripheral intravenous (IV) needless adapter on j-loop. The issue occurred while unhooking the set from the peripheral IV. The plastic piece was intact and was removed with forceps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.